Event description:
Home patient (hp) reports respiking bag onto an already spiked heater line of homechoice set after tubing line separated from the heater bag during treatment on homechoice device. Technical service representative instructed hp to end therapy and to restart with new supplies. Rn reports no patient injury or medical intervention required as a result of incident.